Event description:
It was reported that when the programmer was turned on, an error message appeared. The programmer was cycle powered and the message was cleared from the hard drive. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).